Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the customer¿s reported complaint (broken probe) was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the broken probe was likely due to the following: 1. The tissue pad was worn out because seal &cut was activated with the gripper closed (including after the tissue was cut) without grasping the tissue. 2. As the tissue pad wore out, the probe encountered the non-insulated part. 3.the output was activated in seal & cut mode in state of description stated above. Therefore, scratches (contact marks) were made on the probe and the grasping section, indicating that they encountered each other. 4.the device was activated in seal &cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. 5.a force was applied to the probe causing it to break. However, the root cause of the broken broke could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ this supplemental report includes an update to d9 and h3. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital (documented here in its entirety due to character limitations in respective field). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device's probe broke off, and the 16 mm tip fell inside the patient's body during a total laparoscopic hysterectomy. It took 10 minutes to retrieve the fallen tip. At the time of the incident, the device was set to seal and cut 1, seal 3 mode with intelligent tissue monitoring turned on. The procedure was then completed with a similar device without any delay. There were no reports of patient harm. The device was inspected prior to use with no issues noted.